Manufacturer narrative:
D10: 300-30-12 - eq preserve stem 12mm: (B)(6), 320-01-42 - eq reverse 42mm glenosphere: (B)(6), 320-10-00 - eq reverse tray adapter plate tray +0: (B)(6), 320-15-04 - rs glenoid plate post aug, 8 deg, right: (B)(6), 320-15-05 - eq rev locking screw: (B)(6), 320-20-00 - eq reverse torque defining screw kit: (B)(6). Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.

Event description:
It was reported that a male patient, who had a right rtsa, underwent a revision procedure due to infection. Everything was removed. There were no device breakages or surgical delays during the procedure. The patient was last known to be in stable condition following the event. No x-rays were able to be obtained. The explanted devices were discarded at the hospital, and no images were provided. No further information.